Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device alerted for charge circuit timeout. It was noted that the battery voltage decreased faster than expected as a result of the long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) oscar medical competitor lead, implanted 2012 (B)(6); (B)(4) oscar medical competitor lead, implanted 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.